Event description:
It was reported that oversensing and noise were noted on both the atrial and ventricular leads and it started and stopped at the same time. The atrial lead remains in use. The ventricular lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.